Event description:
I have been a long term nalu patient and had very good luck with nerve pain management following my crps diagnosis that happened after a complete humerus replacement following bone cancer. I had been using the nalu peripheral nerve stimulation unit. On (B)(6), I had a follow up surgery to replace my shoulder to have better stability. During that surgery, the wires from my nalu peripheral nerve stimulator got tangled. On (B)(6) 2025 I had surgery at (B)(6) with dr (B)(6) to untangle the wires, so the pns nalu device would work. During the surgery and without my permission, nalu medical territory manager, (B)(4), persuaded dr (B)(6) to upgrade my pns to the newest nalu device with smaller discs. When I got home from surgery, I noticed that one of the discs wasn't working properly. After contacting nalu technical support, I was told to reach out to mr (B)(4) to try to resolve the malfunction of the disc. On (B)(6), I met at dr (B)(6)'s office with mr (B)(4) for over 2 hours while he tried several options to reprogram the disc and he then declared, as I had told him, that one of the discs wasn't working. Unfortunately, he didn't have a replacement disc but said it should be in soon. He notified me via text later that week that the disc was on back order. With only 1 working disc, I have been in constant pain as the disc battery life doesn't last more than 12 hours leaving me with significant time of no coverage where the nerve pain is significant and difficult to get back under control when the disc recharges. I have had to miss work due to the pain and despite my many attempts, I have not heard back from mr (B)(4) on a time when the disc will be back in stock. I also started having problems with my existing disc creating shocks to my internal muscles/nerves during certain shoulder movements and during physical therapy. I again reached out to mr (B)(4) to see when the new disc would arrive but he didn't have an answer and wasn't available to meet to try to reprogram the existing disc. I had a post op visit with dr (B)(6) on (B)(6) and asked him and dr (B)(6) to please reach out to nalu to see if there was anything they could do to expedite the disc but they also had no luck. I have now been trying to manage excruciating nerve pain since (B)(6) with no response from the company on when I can get a working disc. This situation could have been avoided if the upgrade wasn't done during surgery without my approval or if nalu medical provided the replacement disc as soon as I notified them that it wasn't working. Pt code: 1994, 3262. Device code: 2588. Referenced report-mw5181075.